Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. The device had no button error alarms noted. Unable to verify the failed battery test alarm due to no button response. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window, cracked reservoir tube, cracked reservoir tube window, missing end cap sticker, cracked lcd window, scratched reservoir tube window, and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had button error alarm and failed battery test alarm. The blood glucose at the time of the incident was 5 mmol/l. Troubleshooting was not able to resolve the issue. The device was returned for analysis.